Manufacturer narrative:
(B)(4). No device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On 12-june-2019 literature article entitled: ¿does body mass index affect the early outcome of primary total hip arthroplasty?¿ published by the journal of arthroplasty vol. 20 no. 7 (2005) was reviewed for MDR reportability. The study¿s objective was to perform a multiple regression analysis to identify whether body mass index (bmi) was an independently significant predictor of the outcome of total hip arthroplasty. It is indicated within the literature that no relationship was seen between the bmi of an individual and the development of any of the complications noted. The models of prostheses used include charnley primary tha (de puy international, leeds, UK). The study identified the following to be adverse outcomes: 13 dislocations; 7 deep infections; 56 superficial wound infections; 11 debridements; 1 posterior lip augment (surgical treatment for dislocation); 18 surgical interventions.